Manufacturer narrative:
Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g.1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions.

Event description:
User opened the package and found out the device is bent.

Manufacturer narrative:
Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to contact offices as follows: importer site contact and address: (B)(6). Cook medical incorporated (cmi) (B)(4). Importer site establishment registration number: (B)(4). Problem statement: the customer reported the following complaint issue: ¿user opened the package and found out the device is bent. This observation was made prior to patient contact.¿ additional information: why were two devices returned with the same issue in the same package? (I.e. The user opened the package and found that the device is bent) "I just confirmed with the distributor that it is true there were two devices with the same issue in this complaint". Were the devices used at all? If the devices were used, was a pigtail straightener used? "No these two device were not used at all. This observation was made prior to patient contact." Lab evaluation: 2 x zebd-7-7 devices of lot # cf1409328 was returned to cirl for evaluation. During the lab evaluation it was noted that two stents were returned in the same package. Two white introducers were also returned. Stent 1: a 0.035 inch wire guide could not pass side port 3. The kink was confirmed. There was an indentation noted at porthole 5 at the ductal end. There was no side wall or back wall damaged observed. Stent 2: a 0.035 inch wire guide could not pass porthole 5. The kink was confirmed. There was no sidewall or backwall damage. No other defects were observed. Root cause: a possible cause for this complaint issue may be as a result of storage and/ or transportation. However, a definitive root cause for the customer complaint could not be determined as the exact storage/transport conditions cannot be replicated in the laboratory setting. It is unlikely that the device would have left the manufacturing facility in a damaged state. The complaint is confirmed as the failure was verified in the laboratory and the stents were found to be kinked. Documents review: a review of the manufacturing records for the zebd device of lot # cf1409328 did not reveal any discrepancy related to the complaint issue. There is no evidence to suggest that this issue affects the entire lot # cf1409328 upon review of complaints this failure mode has not occurred previously with this lot # cf1409328. A review of the qc lot # 293944 for the component rmn: 12-470/zso-7-7, which is supplied by (B)(4) determined that the raw material is a ship to stock item and has been accepted into cook ireland. Prd/fqc/pkg review: prior to distribution, all devices are subjected to 100% inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. There is 100% inspection on all stents for kinks and a check that the appropriate size wire guide moves smoothly and freely when inserted into both ends of the stent. There is also a visual inspection of the product and packaging at packaging, packaging qc, and post sterile qc "complete a 100% visual inspection of the packaged unit (tyvek pouched) while held at a comfortable arms¿ length from the unaided eye at normal lighting conditions." IFU review: it may be noted that according to the instructions for use, the user is instructed to: ¿visually inspect with particular attention to kinks, bends and breaks. If any abnormality is detected that would prohibit proper working condition, do not use¿. Summary: the complaint is confirmed as the failure was verified in the laboratory and the stents were found to be kinked. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
User opened the package and found out the device is bent. This report is being submitted based on the device malfunction reporting precedence for this device family for the issue of 'stent kinked/bent'.